Event description:
It was reported to philips that the device gave an error indicating the disk was full, which would prevent imaging. No patient or user harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, when the issue occurred the system was in clinical use for a planned treatment, which could be completed as planned by using a different system. Onsite analysis by a philips field service engineer (fse) and log file analysis identified issues with the system¿s frontal image processing pc (ippc). To solve the reported issue, the fse reinstalled the ippc software. After reinstallation, the system was returned to use in good working order. The codes were updated based on investigation results.